Manufacturer narrative:
Error messages were generated by the analyzer prior to the complaint, suggesting the analyzer had issues. When the error occurs no results are generated by the instrument. Analyzer was performing as expected by generating those errors, however customer was not running qc according to manufacturer's instructions. Testing at (B)(4) was unable to generate results due to error messages. No reported harm or injuries occurred as a result of this issue. Customer only reported issues with getting controls in range. Corrosion was noted on sensor pins. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. (B)(4) provided the customer with a new instrument and additional information on proper analyzer maintenance. Case number: (B)(4).

Event description:
Customer running qc on her leadcare ii instrument complained of getting controls out of range with the instrument reading high for both levels of qc. When walked through running the controls over the phone customer received a level 2 qc result out of range low. The customer noted that the sensor connector pins on the instrument were green in color.